Event description:
It was reported that a 2.5 x 23 mm promus stent was implanted. Post dilatation was performed with a non-abbott dilatation catheter. Ivus was performed and the procedure was ended. It was reported by the pt's family that the pt had expired on (B)(6) 2010; however, the cause of death is unk at this time. No additional event or pt info was provided. You are receiving this MDR report from abbott vascular because (B)(4) distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
(B)(4). Death is a known adverse event as listed in the promus instructions for use. Although a conclusive cause for the reported pt effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to MFR, design, or labeling.